Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump has no sound/no audible alarm during testing. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit has no sound¿. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.